Manufacturer narrative:
The device in question will not be returned to the MFR for further investigation as it was disposed by the user facility. An investigation on the lot history review of the device in question has been completed. No anomalies potentially relating to the event were found. A search in the complaint database was performed and no complaint database was performed and no complaint of this nature has been reported for this lot number. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will follow.

Event description:
The following was reported to boston scientific (bsc) on 10/25/2006: "during removal, while pulling the microcatheter from the fully coiled aneurysm, a clot was displaced into the internal carotid artery. Used reopro and dissolved the clot. The procedure was complete at that time." Pt status was reported as "fine."